Manufacturer narrative:
See attached vendor evaluation.

Event description:
On 12/13/2022, it was reported by a facility representative via sems that a ar-6480 kept going back to the home screen. This occurred during a case with no harm to the patient.